Manufacturer narrative:
A cartridge case and 3 cartridges were received for inspection. Cartridges appear used with frayed edges, stress marks and also appears to have evidence of viscoelastic. Further investigation indicated that when examining these two injectors, it was noticed that the tips of the rods were not centered just before they exit the anodized portion of the injector. It seemed as though excessive force was applied to the rod at some point. It is believed that this excessive force could be applied to the rod during the normal, typical use of this part. If the tips are not centered as they exit the inserters, it would cause the cartridges to get stuck as they exited the injector - exactly as reported. A significant amount of drag is felt when screwing the rods in and out of the injectors. Before each injector is shipped, operators verify that the rod falls freely in and out of the injectors at least the distance covered by the normal one-directional threads on the rods. Both these injectors do not pass this test as is. The product warranty specifies a warranty period of twenty-four (24) months and both pieces are out of warranty. All information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor loaded an intraocular lens, model ar40e into the cartridge and then into the unfolder handpiece. When the doctor tried to deploy the lens, the insertion bar would not move forward. As the doctor tried harder, the bar ''jumped and scratched the lens''. This difficulty was observed with two (2) different inserters. This medical device report is being submitted for emeraldar serial number (B)(4). The problem was eventually solved by the nurse pressing down very firmly on the loaded cartridge. The bar then slid through and the fourth lens eventually deployed. There was no patient injury reported; the difficulty occurred pre insertion of the lens. Medication was prescribed, dextamethasone, as a precaution for the extended operation time. The doctor, reportedly is a very experienced implanter and very familiar with abbott medical optics products.

Manufacturer narrative:
Corrected data - (B)(6) 2013. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The concomitant medical products are the intraocular lens model ar40e and emeraldc30 unfolder cartridge. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.